Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had buttons were hard to push and worn out. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.